Manufacturer narrative:
Follow-up #1 date of submission 08/04/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump black box data showed evidence of call service (064) alarms. The pump successfully passed the rewind, load, and prime steps during testing. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm issue. It was reported that a 064 call service alarm was emitted more than expected. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.